Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of event was reported as an unknown date in march of 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported, during a surgical procedure (type unknown); the device did not fit and could not be used. The procedure was delayed approximately five minutes while another device was retrieved. It was also reported procedure was completed with no further events, and with no adverse event to patient. This report is for a mini quick coupling. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #8030965-2013-02475.